Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. On unspecified dates, the option-lok male adapters of the primary tubing sets were connected to needleless valve connectors of the extension sets and were being used to deliver unspecified solutions, at unspecified rates. After unspecified lengths of time, the customer contact reported that the option-lok male adapter of the primary tubing sets disconnected from the needleless valve connector of the extension sets. The customer contact reported difficulty cross threading of the primary tubing set and the needleless connector. No specific details were provided. It was reported that the tubing sets were replaced. There were no reported adverse effects and no reported delay of therapy critical to these pts. No med interventions were reported. Though requested, no additional info was provided.